Event description:
Incorrect joint behavior: no swing phase release. During normal walking, the joint suddenly remained stiff. This resulted in a fall. User fell on the shoulder -> shoulder fracture.

Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
Incorrect joint behavior: no swing phase release. During normal walking, the joint suddenly remained stiff. This resulted in a fall. User fell on the shoulder -> shoulder fracture. Update 2022-09-01: according to the user, the prosthesis just stopped. She charges every night. However, she had only 14% after the half day. Shoulder comminuted fracture -> inpatient treatment.

Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.